Manufacturer narrative:
The returned unopened products were subjected to in-vitro dissolution testing. Dissolution times were longer than previously seen for this product age. The longer dissolution time is believed to be related to mfg process changes early in 1996. As a result of these complaints we have changed back to the previous process.

Event description:
Product did not dissolve and had to be removed from pt's eye. A corneal abrasion was observed and treated with antibiotic ointment and resolved in 5 days. The product was used after an uncomplicated cataract procedure and was baked in tobradex prior to application. He reports the potential for injury exists if this incident were to recur.